Event description:
It was reported that the programmer booted to an error message. It was suggested that the service diskette be run, but now the programmer has been returned for service. It was indicated that there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. The programmer powered up with an error message due to a software issue. An error message was also found in the programmer logs indicating the printed circuit (pc) board was out of calibration, and the stylus was missing. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer booted to an error message. It was suggested that the service diskette be run, but now the programmer has been returned for service. It was indicated that there was no patient involvement.